Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector broken.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the recharger was not charging. It was further reported that the patient thought she noticed the broken connector pin about a couple of days prior to the report but was not quite sure as she has memory problems. The patient stated that her implantable neurostimulator (ins) is now dead, as she typically recharged every other day. It was further noted that there a possible bad connector on the desktop charger. Anomaly appeared to have occurred through product use. No indication of patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.